Event description:
It was reported that the patient's "first implant smashed into my body" and "would float around". Per the patient, she had this implanted around 2005 and problems started and explant occured 1 to 2 years after implant. The patient was not sure but it could have been around 2007 or 2008.

Manufacturer narrative:
Product ID: 3093-28, lot# j0343913v, implanted: (B)(6) 2005, explanted: (B)(6) 2012, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2012, product type: extension. (B)(4).